Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility reported that the power plug of a 2008t hemodialysis machine appeared burnt. A patient was not connected to the machine at the time of the incident. The 2008t hemodialysis machine was not returned to the manufacturer for physical evaluation, however, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res replaced the 15 amp power plug to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The service documentation, which noted that the power cord was burnt, revealed that the power supply was replaced to resolve the issue. Following the service activity, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. The power supply was returned to the manufacturer for examination. The power supply was received by the manufacturer for analysis. A visual examination of the power supply found some physical damage to the power plug; excessive heat damage to the ground prong was observed. The plug molding was melted around the terminal for the white (neutral) wire and the terminal was damaged. A multimeter was used to measure the resistance between each terminal. All measurements were found to be satisfactory. Additionally, a microscope image of the cable assembly showed pitting on the terminal for the white wire. The presence of pitting is indicative of arcing within the outlet at the user facility. Hospital grade outlets are required for use with 2008t hemodialysis (hd) machines. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode of burnt power supply. The power plug of the returned power supply was received with the plug molding melted around the terminal for the white (neutral) wire and the terminal was damaged. Therefore, the complaint has been deemed confirmed.